Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (1 mg/ml at .2551 mg/day), bupivacaine (20 mg/ml at 4.5 mg/day), and clonidine (400 mcg/ml at 90 mcg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that during the pump replacement procedure the hcp was unable to aspirate from the cap (catheter access port). A back table prime was performed on the new pump and the pump portion of the existing catheter was trimmed and replaced with a new sutureless connector. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The hcp had successfully performed a cap dye study in the office. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 05-jan-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.